Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A consumer reported she had excruciating pain at the implant site since surgery that radiates to the left of the pelvis. She indicated that her implant site was low, about halfway down her buttocks. The consumer only felt pain so she was not sure if the device was working. She was admitted after surgery because of her pain and was put on heavy narcotics to treat the pain. They would not let her go home because of her pain and heavy dose of narcotics. The consumer noted the pain was getting mildly better as time went on, but was still excruciating pain. The consumer was to follow-up with her doctor. The consumer noted she also had pain from an injury 9 years ago, but that was not what her device as implanted for. She as taking one cymbalta a day and magnesium for that injury. Her device was implanted for fecal nerve damage on the left side that she took mild medication for before implant. She indicated the doctor came in after surgery to tell her it was successful, but that was it. There were no further complications reported and/or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information reported that the no troubleshooting/diagnostics were done with respect to the reported excruciating pain. The cause of the pain was noted too have been from pre-existing chronic pain/fibromyalgia. It was also reported that the excruciating pain has been resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.